Event description:
Exalt scope was used on patient but had to switch to other scope due to manufacture problem with camera looked as if something was blurring image from camera and unable to visualize adequately with scope. This scope is a disposable scope so there would be no cleaning issue, sounds like a manufacturer defect. Made by boston scientific and the rep has been notified of the issue. No harm to patient, scope was changed out and procedure completed. Boston scientific serial number or lot number # (B)(6).